Event description:
It was reported that when tried to fit on a baseplate, the insert did not match with the baseplate. The fitting was loose. There was no adverse consequence for the pt or delay in surgery or anesthesia time.